Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was unknown. Customer was unable to clear the alarm. The device was not exposed to a high magnetic field and it wasn't dropped. Connections were ok. Correct battery type was used. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).